Event description:
A pneumatic surgical drill burr broke during a surgical procedure. The doctor had successfully made 6 suture holes and on the 7th hole there was a glow and then the tool snapped. The broken piece lodged in the bone. The doctor shaved a small amount of bone to retrieve the broken piece.